Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken syringe claw could not be identified from the provided information alone. The reported rusty screws was found to be the result of corrosion on the barrel flange gripper screws on the returned suspect syringe module. An external and internal inspection of the received suspect device showed corrosion on the barrel flange gripper screws and female iui connector. All components inspected were manufactured by bd. An external and internal inspection for suspect syringe module s/n: (B)(6) could not be performed since the device was not returned for investigation. A log analysis was deemed not necessary, the reported complaint was found to be mechanical in nature (rusted barrel flange gripper screws. Functional testing and the alaris system maintenance (asm) preventive maintenance tests results showed the suspect syringe module s/n: (B)(6) to be working within specification. No testing could be performed on the suspect syringe module s/n: (B)(6) since it was not returned for investigation. The alaris system user manual v12.1 mentions that to ensure that the alaris system remains in good operating condition both regular and preventive maintenance inspection are required. It is also stated that devices should be thoroughly cleaned and disinfected before each patient use. Detailed instructions of the inspection of the of the iui connectors can be found in the v12.1 alaris system user manual, page 560-561. If any of the following are visible on an iui connector, send the device to biomedical engineering: cracks on the surface of the plastic housing damaged plastic ribs between the metal contacts bent metal pins surface contaminants or green deposits the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the broken syringe claw could not be identified from the provided information alone, it is suspected that suspect syringe module s/n: (B)(6) was the device that had presented the broken syringe claw but could not be confirmed since it was not returned for investigation, the returned suspect syringe module s/n: (B)(6) showed no signs of breakage and laboratory testing found the device to be working within specification and no fault was could found that could have attributed to the reported incident. The root cause of the report of the rusty screws was found to be the result of corrosion on the barrel flange gripper screws on the returned suspect syringe module s/n: (B)(6), however, the defect was found to be merely cosmetic, laboratory testing found the device to be working within specification and no fault was found within the device. Note that this report lists imdrf annex a040502, g02017, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the claw on the syringe pump was broken and had rust was observed on screws. There was patient involvement however no patient harm.